Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: it was reported, following a cesarean delivery the complaint device was used to treat postpartum hemorrhage. Hemabate was used before the bakri was placed transabdominally. The operator sutured the incision and began inflation. Balloon was found ruptured after 200ml saline was injected. There was a blood loss of 800ml. The device was removed, and hemostasis was achieved using another new device. No adverse events due to this incident have been reported. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, specifications, and quality control data. The complainant returned one open bakri postpartum balloon catheter for investigation. Visual examination confirmed the catheter was returned in used condition. Catheter was returned without the instillation components. The balloon material is split approximately 1cm from the glue bond on each end of the balloon. A straight line split is located along the side the seam in the balloon material. Under magnification no puncture marks visible on the balloon. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." Cook could not determine a definitive cause of this event. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). Occupation: agent. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during treatment of post-partum hemorrhage (pph) following a cesarean section delivery using a cook bakri postpartum balloon with rapid instillation components, the operator sutured the incision and began inflation. The balloon was found ruptured after 200ml of saline was injected. Blood loss was 800ml and hemabate was given prior to bakri placement. The bakri was placed transabdominally and no other tools were used. Hemostasis was achieved with another new device. Additional details regarding the patient and event have been requested. At this time, no additional information has been provided.